Event description:
It was reported that this pacemaker system exhibited a lead safety switch due to high out of range impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and provided the date the measurement was registered. This device remains in service. No adverse patient effects were reported.